Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A used posterior cassette pak was visually inspected and no obvious defects were found. The infusion cannula was not returned with cassette pak bss (balance salted solution) was found in the infusion cannula line, probe suction line and the auxiliary manifold. The pos (position) 3 ID (identification) tab was broken off. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. The ball in the drip chamber¿s check valve moved freely per specification. The led (light-emitting diode) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. 10000 cut rate displayed on the screen when the rfid (radio-frequency identification) connectors were attached to the console. The sample was tested with a lab stock infusion cannula line, using a console. The sample primed and passed iop (intraocular pressure) calibration successfully. Fluid flowed from the bss bottle to the drain bag without any interfering. During fa/x (fluid/air exchange) function, fluid (instead of air) flowed from the infusion cannula line. There was no fluid from the lpas port of the cassette to the infusion cannula line. The broken ID tab caused the console not to toggle the fluid and air valve. As a result, the valve on the lpas (lower pressure air source) port remained in a closed position, while the valve in the fluid port was in the open position to allow fluid to flow during fa/x test. The root cause of the customer's complaint is related to an error in the molding process of the ID tabs to the pinch plate during manufacturing. The molding defect observed can result in the customer¿s reported event. After an investigation of this complaint, it has determined that no further actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that air did not come out when it was switched to air substitution function during surgery. The air substitution was performed as usual, and the surgery was completed after replacing the pak with another one. There's no patient harm.